Event description:
It was reported that bd maxzero extension set was cracked. The following information was received by the initial reporter with the following verbatim it was reported by a customer that the luer collar was cracking.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.